Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 424mg/dl on the contour next link 2.4, retested on a different meter and the reading was 98mg/dl. She felt shaky and sweaty, so ate a piece of cake, and started to feel better. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.